Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized. The customer's blood glucose was 600mg/dl at the time of incident. The customer's current blood glucose was 156mg/dl. Customer treated high blood glucose with 22units of humalog. The customer's blood glucose when admitted to hospital was 464mg/dl. The customer encountered diabetes ketoacidosis. The customer was treated with insulin drip and was given a shot of levemere during hospitalization. During troubleshooting, the customer stated the cannula is slightly bent. The insulin pump failed high pressure test. The customer was advised the pump will be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the idle current measurement, run current measurement, self test, off no power, unexpected restart, displacement, basic occlusion, occlusion, prime, rewind and excessive no delivery alarm tests. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.